Event description:
Procedure type: lap chole. Patient sex: unk. Reportedly, the balloon exploded when injected with 25cc of air. Nothing fell into the patient cavity and no damage to the patient tissue occurred. Another blunt tip trocar was used. No patient injury was reported.